Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the return bin screw and bolt had corroded and fallen off. A field service engineer (fse) replaced the missing screw and reinstalled the internal return bin inside the matrix drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a drawer failure occurred in the return bin. The customer confirmed that the screw and bolt were corroded and had fallen off, contributed to the issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.